Event description:
It was reported that exit block and failure to capture in the right atrial lead were observed. The lead was explanted and replaced. The patient was enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) bi-ventricular defibrillator 2010 (B)(6); 6944-65 implantable tachy lead 2010 (B)(6); 429688 implantable pacing lead 2010 (B)(6). (B)(4).